Event description:
The customer reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply connections were evaluated and reseated. The power supply was also evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.